Event description:
It was reported that while the customer was filling the cartridge, insulin began leaking out. Reportedly, there was a rack in the cartridge. There was no impact to customers blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.